Event description:
It was reported that pump experienced malfunction alarm that caused customer¿s blood glucose reading to display as high, with no specific value available and no notable events occurring beforehand. There was no additional information received regarding the outcome of the event beyond the reported high blood glucose level. Customer initially did not take corrective action, then contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if problem returned, which caller understood.